Manufacturer narrative:
(B)(4). Evaluation of the fractured surface of the asf rod suggests there was a cyclical fatigue failure. Since there was no lot number returned, no DHR review can be completed. Measurable dimensions meet specifications. After 8 months of fixation, the stability of the segment is unknown. It is unknown if fusion has occurred. It is unknown if the patient sustained some impact or fall. The root cause of this reported event has not been determined; no conclusion can be drawn. Review of labeling notes: warnings cautions and precautions. "Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture... Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
Following the initial surgery at l2-l5 (date unknown) the patient underwent adjacent segment fixation (asf) surgery to extend the construct from l5-l2 cranially to t8 in (B)(6) 2013. Subsequently the patient complained of pain on (B)(6) 2014. Radiographic evaluation noted a fractured rod. The fractured asf rod was removed on (B)(6) 2014. The patient is reportedly doing well post revision surgery. Patient's activity level and compliance with post-surgical instructions are unknown.